Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 108 mg/dl (aviva meter) and 265 mg/dl (compact plus meter). No adverse event reported. Return of the suspect device was requested for evaluation.